Manufacturer narrative:
A health hazard eval that included use error of this bed was done at hill-rom, and a reportable recall is being undertaken as a conclusion of the health hazard eval. Hill-rom is working with the detroit district office for this recall. The recall number is z-0332/0333-11.

Event description:
It was reported to hill-rom that the customer had difficulty pushing the siderails in for pt transport on the excel bariatric frame. During the transport, two caregivers were injured - one shoulder injury and one back injury. The extent of the injuries have not been disclosed by the customer. A hill-rom service technician inspected the bed and found all of the siderails to be working properly. The technician inserviced the account on the proper way to work the siderails.